Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient receiving fentanyl 200 mcg/ml f or a total dose of 99.93 mg/day, bupivacaine 1 mg/ml for a total dose of 0.4996 mg/day, and clonidine 200 mcg/ml for a total dose of 99.93 mcg/day via an implantable pump. It was reported the patient came into the clinic on (B)(6) 2020 for a pump refill and their pump was empty. Per the healthcare professional (hcp), the patient was due in the clinic for a pump refill on (B)(6) 2020 and they cancelled their appointment. The patient's last pump refill was on (B)(6) 2020. According to the pump logs, on (B)(6) 2020, the pump¿s non-critical alarm started beeping indicating low reservoir volume (2ml). Then on (B)(6) 2020 the critical alarm started beeping indicating the pump was empty (service code 235). The patient said that they took oral pain meds when the pump started alarming and that they did not experience any withdrawal symptoms. Factors that may have led or contributed to the event included the patient reported no falls or injury. It was noted the patient missed their pump refill appointment (patient compliance). Diagnostics/troubleshooting included on (B)(6) 2020 the pump logs were read. Actions/interventions included the pump was refilled and the new alarm date was (B)(6) 2021. No surgical intervention occurred or was planned. It was noted the issue was resolved at time of report. The patient's status at time of report was alive-no injury. The patient's weight was asked, but unknown. The patient's medical history included chronic back pain and fibromyalgia. The event date was (B)(6) 2020. No further complications were reported/anticipated.